Event description:
Clinical study. Same case as 6000089-2007-00453, 6000093-2007-00637. It was reported that 89 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was identified in the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and placement of 2 overlapping taxus express2 study stents (3.0 x 8mm and 3.0 x 8mm). A 3.0 x 20mm taxus express2 study stent was attempted to be placed, but was unable to cross. Residual stenosis was 0%. Target lesion 2 was identified in mid right coronary artery (mid rca). The physician treated the lesion with predilatation and placement of a 3.0 x 20mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on plavix and aspirin. At 89 days after the initial procedure, a taxus express2 stent was deployed in the prox rca. The patient was discharged the same day. In the opinion of the physician, the relationship of the tvr to the taxus stent was unk, and there was no restenosis of the taxus stent.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.